Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds, multiple oversensing episodes of noise and suspected lead fracture. The rv lead was attempted to be explanted but was not completed due to patient complications. The rv lead is scheduled to be replaced. It was further reported that the patient experienced dyspnea on exertion and fatigue. Pacing inhibition also occurred on the right ventricular (rv) lead. Tricuspid regurgitation was also noted on the right atrial (ra) lead. The ra and rv leads were explanted and replaced. No further patient complications have been reported as a result of this event.